Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented at their clinic after hearing tones from their device. Evaluation of the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed oversensing and elevated sensing integrity counter (sic) counts. It was also reported that the rv lead may have a fracture and the high voltage therapy portion of the lead was programmed off. High impedance was reported on the rv lead and this was reproducible via pocket manipulation and there were high rate non-sustained ventricular tachycardia (vt) episodes that were non-physiologic in nature. The rv lead has since been explanted and replaced. The ICD remains in use. No patient complications have been reported as a result of this event.